Event description:
(B)(4). Pain during intercourse, bleeding, uterine pain, back pain, hip pain, sciatica, abdominal bloating, sleep apnea, gerd, gastritis, esophagitis, hiatal hernia, herniated disks, leg edema.